Event description:
Boston scientific received information that this patient was seen during a routine follow up and it was noted that the right atrial impedances had decreased. Due to the lead safety switch the right atrial lead oversensed myopotential activity and logged numerous anti tachycardia response events. All of the anti tachycardia response events had an appearance of myopotential noise on the right atrial channel. At the clinic the atrial impedances appeared within range. Due to the fact that there as no true atrial tachyarrhythmias the lead safety switch was reset and the lead automatically reprogrammed to bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.